Event description:
It was reported that on (B)(6) 2022 during a weekly audit, the battery powered driver hand piece was discovered to be non-functioning. All speed selections barely work. There was no reported patient involvement. No further information is available. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procodes: gxl, hwe. Occupation: initial reporter is a synthes employee. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 05.000.008, synthes lot # 008045, supplier lot # 008045, release to warehouse date: 14 jun 2021, supplier: (B)(4). No ncrs were generated during production. The customer reported that 05.000.008, hand piece for battery powered driver was working barely in all speeds. The repair technician reported the device ran low in fast forward, forward and did not run in reverse, white residue was present on housing, switch plate and contact plate, membrane vent and wires were discolored, barrier was rip and contain brown residue and motor was rusted. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shrink tubing, motor/gearhead, cam screw, membrane switch/flex circuit and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 18-nov-2022 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.